Event description:
It was reported that during a flexible ureteral lithotripsy procedure the fiber broke during the first use. Another fiber was used to complete the procedure without patient complications.

Event description:
It was reported that during a flexible ureteral lithotripsy procedure the fiber broke during the first use. Another fiber was used to complete the procedure without patient complications.

Manufacturer narrative:
Upon receipt of the fiber at our quality assurance laboratory, the returned device underwent a thorough analysis. The fiber was retuned in one piece. Microscopic inspection of the tip indicated it had normal degradation. Visual inspection of the fiber body did not exhibit any breaks and the fiber connector exhibited burn marks. The fiber was functionally tested, and the aiming beam was bright and distorted. With all the available information, boston scientific concludes that the reported observation of fiber break was not confirmed as visual examination did not identified any break within the fiber. The manufacturer has reviewed all information and determined this event no longer meets the reporting criteria. Burn marks were noticed on the connector. The device met all manufacturing specifications; therefore, the burn marks are unlikely related to manufacturing. It is possible that the prolong use of the device in addition with the contaminants found on the connector face caused the burn marks. Based on these observations, a conclusion code of cause traced to component failure was assigned to this investigation.